Event description:
It was reported that the procedure was to treat a moderate calcified, moderately tortuous left anterior descending artery (lad). The 3.5x38mm xience alpine stent delivery system was deployed; however, the physician noted the stent was not aligned with the sds radiopaque marker after deployment. It was noted to be difficultly in accurate placement of the stent. No other device was needed to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it was reported that the stent edge was not ending exactly on the radiopaque markers. It should be noted that the xience alpine des 3.50x38 rx ce product specification states: ¿in the crimped state, the stent edge must fall within the outer edge, and no more than 0.2mm into the balloon working length from the inner edge, of the markers.¿ this variation in acceptable stent placement on the delivery system may account for the misalignment reported; however, this cannot be confirmed. Additionally, because the device was not returned for analysis, a definitive cause for the difficulty positioning the device cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.